Event description:
The one touch ultra meter would not power on. Patient's physician was called for advice, since the patient did not have a back up meter to use during the time of concern. Patient was advised to take the same amount of insulin as the day before (2 1/2 units of humalog). Approximately an hour later, the patient developed symptoms of shakiness, anxious and feeling "out of sorts." Patient was treated with orange juice, since their symptoms were characteristic of low blood glucose level. The last test performed was during lunch, while the patient was at school. A result of "65 mg/dl" was obtained at school. The customer service representative walked patient's family member through troubleshooting. The battery was replaced less than 1 year ago, battery was correctly installed, battery contacts were in good condition, and the patient was using correct type of strips. Power issue was not resolved through troubleshooting. Patient's meter and test strips were replaced. Senior medical affairs specialist mailed a letter, since the patient could not be reached. Based on the information supplied by the patient, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient was unable to test, took insulin without having a blood glucose value (based on physician's orders) and ended up with serious injury.